Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Health effect - clinical code e2402: generalized illness. Date of explant: (B)(6) 2023. Reason for device explant and/or reoperation: generalized illness, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 54-year-old caucasian female patient underwent a breast surgery with 325cc mentor memorygel breast implants. Post-operatively, the patient experienced anxiety, panic attacks, depression, difficulty concentrating, anhedonia, insomnia, lack of energy, tearfulness, and sudden bursts of anger. The patient was diagnosed with bilateral rupture of her prostheses, which was confirmed via magnetic resonance imaging. As a result, the patient is scheduled for removal on (B)(6) 2023. This report is for the left implant. Refer to manufacturing report number 1645337-2023-01632 for the contralateral event.

Manufacturer narrative:
On february 20, 2023, mentor received a photo of the explanted device. On february 27, 2023, mentor completed a visual inspection of the photo. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Manufacturer¿s reference number: (B)(4).